Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with an implantable cardioverter defibrillator that was eroding through the skin. No resolution was reported, and the patient was stable.

Event description:
New information received on 21 jan 2020, indicates that the patient presented on (B)(6) 2020 for a system extraction. The system was explanted, and the patient was stable before, during, and after the procedure.